Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The device was received with normal operating currents and no unexpected power loss alarm or failed battery test alarm noted during testing or in the pump trace download. No blank display noted during testing. The device was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and power error. The customer¿s blood glucose level was unknown. Customer is calling with blank display after receiving new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.